Manufacturer narrative:
The product a cut across the outer seal of the bag for a length of approx 1 inch. The tear changes direction for a short section, then tears across the bag for a length of just over one inch. This change in direction is indicative of cut to tear. The outer seal of the bag when tested in production has an average pull to destruct test of between 20 to 24 lbs. There was a small cut made in the outer seal, which contributed to and allowed the material to tear. Note: because an MDR was not initiated via medwatch within the 30-day time line, anchor products is submitting this MDR after the fact.

Event description:
Customer incident report form indicates: "bag ripped while in use of removing an ectopic pregnancy." No other reportable info regarding the incident was made available.